Event description:
Home patient (hp) contacted baxter's technical service center and reported supply bag fell and became disconnected during therapy, using the homechoice (hc) system. Hp called before the alarm sounded. Technical service rep (tsr) assisted hp with ending therapy and advised hp to start over with new supplies. Per the home patient, he has experienced no injury or medical intervention as a result of this disconnection incident.